Manufacturer narrative:
(B)(4). Batch #l9078k. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch per handpiece screening procedure, the handpiece was evaluated at a servic center and a crack was found on the handle and gold ring.

Event description:
It was reported that the unit was returned as there is a crack on the handle and the gold ring. It was not noted if the issue occurred during a procedure. No patient consequence reported.